Event description:
It was reported that upon review of session records, noise was observed on the rv and atrial channels. External interference was suspected. Further evaluation was recommended. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.